Event description:
Reporter alleged discrepant blood glucose results when using two different test strips vials. Customer stated blood glucose measured 500 mg/dl at 11:12 pm, 303 mg/dl at 11:14 pm, 93 mg/dl at 11:16 pm, and 91 mg/dl at 11:23 pm. Customer stated the 91 & 93 mg/dl result were taken with a second, but different vial of test strips and control testing on this vial yielded results that were within an acceptable range. Customer indicated being unable to perform control testing on the other bottle of test strips due to not having any more strips for use. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.